Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack or charge. The root cause for the defective charger cannot be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported a battery charger was unable to recognized a battery pack.